Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's blood glucose value was 48 mg/dl at the time of call. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. The customer's mother was treated with food. Troubleshooting was performed and the customer's mother did not find issues with the insulin pump. The device is not expected to be returned for analysis.